Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a hypoglycemic event with seizure. The user was admitted to the emergency room and was released on (B)(6) 2025. The user's bg levels were not confirmed by the mother, who was not with the user at the time. The user did receive medical intervention (exact treatment unknown) in the ER and resumed using the ilet system. The user's cgm used was the dexcom g6.